Event description:
It was reported that during the laparoscopic colon resection procedure, the active blade broke after a short time usage. Another like device was used to finish the procedure, without any further problems. There was no pt consequence.